Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure, inspection discovered that the tip of the tip-up fenestrated grasper instrument was broken. The procedure was completed. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis found the instrument was found to have the a broken main tube. A piece measuring approximately 0.125¿ x 0.335¿ was not returned with the instrument. The root cause is attributed to the user. The instrument was further investigated and additional observations were observed. The instrument was found to have various scratch marks on the main tube. The scratch marks were 0.066¿ - 0.152¿ in length and were not aligned with the tube axis. The root cause is attributed to mishandling and misuse. Signs of corrosion/contamination were found on the instrument bearings. The grip input disk bearings exhibited orange discoloration. This failure is know to be most commonly caused by improper cleaning/reprocessing techniques. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument logs for part #: 470347-12 batch/lot #: k11211206-0496 associated with this event was performed. The tip-up fenestrated grasper instrument was last used on (B)(6) 2022 on system serial # (B)(4) and had 4 lives remaining. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.